Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 6, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was not received for evaluation. The handpiece/ preloaded device was received. Visual inspection under magnification revealed the complaint handpiece was received with the plunger rod partially advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ovd may have been used which could contribute to the complaint issue reported. The cartridge tip was observed to be deformed and was damaged; the damage extended to the cartridge tube. The lens module was inspected revealing no issues or viscoelastic residue. The device assembly was inspected revealing no issues. The plunger rod and plunger rod advancement were inspected revealing no issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) did not deploy well with the inserter and the iol did not unfold. The iol was inserted and then removed. No further information was provided.